Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to the o2 blender the regulator relay balance is unstable and drifting out of specification.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that while using the avea ventilator, the delivered fraction of inspired oxygen (fio2) is not accurate. The customer reported that they confirmed the inaccuracy with an external oxygen analyzer and the delivered fio2 was out of specification. The customer stated there was a patient on this unit when the reported issue occurred but they were switched to another ventilator with no harm or injury to the patient.